Event description:
Hosp staff responded to a cardiac arrest, pt condition not reported. Reportedly, when an attempt was made to shock the pt with "hands free" defibrillation the device would not discharge. The therapy cable was replaced with the hard paddle set and the shock was again attempted, the device would not discharge. A back up device was obtained and care to the pt was continued. The reporter stated the pt is okay.